Event description:
The rptr's son stated that his father received an er1 message several months ago. His father retested and got a "normal" reading. He did not seek medical treatment/advice and made no changes to his oral medications.